Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the grip tang, or the base of the grips is broken.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument malfunctioned during the procedure. It was connected and being handled by the surgeon when he noticed that the clamp was locked. The instrument was replaced with a backup instrument, and the procedure continued normally. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a bent grip, causing misalignment of the grips. The offset at the lower part of the tips was 1.23mm. The grips were found to be cracked. No missing material was observed. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in opening the grips. The grip tips moved in the direction commanded, however, it got stuck from the amp pulley when opening the grip tips. One of the grip's lower parts was noticeably bent, sitting on the amp pulley causing the grip not to open fully. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.